Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field application specialist confirmed that the instrument is pipetting correctly and that the wash units perform well. In general, the analyzer was found to be in good condition. Based on available data, a specific root cause could not be determined. Calibration and quality control recovery were found to be acceptable and no problems were found with the instrument. An instrument or reagent problem can be ruled out. Additional information for further investigation was requested but not provided.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for uric acid plus (ua). The sample initially resulted as 12.2 mg/dl and this result was given to the doctor. The doctor expected a lower result, so the sample was repeated twice directly from the primary tube. Both the first and second repeat of the sample resulted as 7.3 mg/dl. The result of 7.3 mg/dl was believed to be correct. The patient was not adversely affected. The ua reagent lot number was 698567 with an expiration date of 04/29/2015.